Event description:
It was reported that the fill port of an infusor lv5 device leaked. This occurred while filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection found no abnormalities that could have caused the malfunction. Functional testing did not identify any leaks. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.